Event description:
Reportedly the stents were deployed without issues in the distal aorta and mid to right iliac. Dr then post dilated the rt stent, which caused it to recoil and accordian nto inself, leaving the stent 25-30mm shorter. This resulted in iliac lesion no longer being covered by stent so another stent was no longer being covered by stent so another stent was deployed to cover the lesion. No permanent patient injury. Note: stent approved for use in the biliary tree only.